Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose of 500 mg/dl range. Customer blood glucose was 501 mg/dl, corrected with bolus. Symptoms were staggering and headaches. Customer was advised to disconnect from the device. The drive support cap was normal. Customer was advised to disconnect at quick release. No air or leaks were noted. Customer was advised to remove the reservoir and rewind the device. Customer performed a manual prime and insulin did exit. Customer was unsure if basal rates are correct or any other settings were correct. Unable to perform high pressure test customer did not have tubing clamp. No further information reported.